Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02463. It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted the implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing. Additional information received noted the right ventricular lead exhibited oversensing muscle activity artifact. Programming changes were made. The patient was stable.